Manufacturer narrative:
Product analysis :analysis was unable to confirm the customer comment that the cable failed testing. It was further noted that the cables insulation was damaged 5 inches from the heart lead connector (not compromised) . It was additionally noted that there were no intermittent or shorted connections found and all continuity tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cable failed testing at the facility so it is being replaced. The cable has been returned for analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.